Event description:
The initial reporter received questionable na electrode results from multiple patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that the na results were low, qc was out of range (low) after the electrode change, the module had noise errors, and the calibration failed. The reporter was able to provide one example of questionable results: the initial result was 129 mmol/l. The repeat result was 143 mmol/l. The repeat result was deemed correct and the reporter issued a corrected report.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation reviewed the qc data. Qc levels 1 and 3 were out-of-range but were within range upon repeating. The investigation reviewed the alarm trace. Calibration, water reservoir, incubator bath water level sensor, and water tank alarms were noted. The field service engineer (fse) inspected the module and determined that the bent diluent dispense nozzle which was not dispensing correctly had caused the event. He then realigned the diluent nozzle. He verified the module's performance by a precision check with acceptable results. Qc was also performed with acceptable results. The investigation determined the service actions resolved the issue.